Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed far r-wave oversensing was noted on the right atrial (ra) lead. On (B)(6) 2025, an x-ray was performed, and dislodgement was confirmed. The physician elected to explant and replace the ra lead that same day. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.